Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote fc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole 1mm proximal of the marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 1.2mmx15mmx142cm fc coyote fc mr (emerge) balloon catheter was advanced for dilation. However, during inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 1.2mmx15mmx142cm fc coyote fc mr (emerge) balloon catheter was advanced for dilation. However, during inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.